Event description:
It was reported by service report that the mattress was sliding off the litter and the velcro was missing on the litter skin. No pt involvement or adverse consequences are reported.